Event description:
Customer reported that he was hospitalized due to stroke and high blood glucose. Customer stated that the blood glucose reading was 180 mg/dl at the time of hospitalization. Customer stated that his insulin pump is not showing some of his boluses and its alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.